Manufacturer narrative:
The user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2015. While attempting to remove a drill bit from the patient's femur, a fracture occurred and a piece of the drill bit was retained in the bone. The fractured piece could not be removed and the procedure was completed without further complications.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Discarded.